Event description:
Pt was admitted to hosp with a blood glucose of 600 mg/dl (treatment received: insulin drip, potassium, and calcium), and that their blood glucose had been high for a while. Pt reported that previous self-treatment attempts to lower their blood glucose by bolusing insulin were unsuccessful.